Event description:
It was reported that during a ptca/stent procedure in a pt in an ami (contrary to IFU), the stent was pushed against resistance, also contrary to IFU and positioned in the lad. The device was removed and a filing defect was noted. Further investigation revealed that the flow abnormality was the result of membrane separation. The membrane was snared form the vessel with good results and the pt was discharged. Five days later the pt returned with cardiac symptoms and an angiogram revealed that the rca lesion had closed. Ptca was performed on the rca and a multi-link stent was successfully placed. The pt was taken to his room and subsequently expired. No further details were available; however, the cath lab personnel did not attribute the death to any device or device related issue. It was felt to be due to the extend of the pt's cardiac disease and left ventricular dysfunction.